Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the cubie pocket was not detected on the bus. A field service engineer replaced the drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system drawer failed to open. The customer reported that users were unable to remove medication from the drawer. There was no delay or harm to the patient. There were no adverse events or injuries reported based on this incident.